Event description:
Diabetic care services sent contour meters to 32 adolscent patients. Two of the three patients experiencing control issues. The contacts are nurses. The memory of the meter had the following normal control results: 114,132,189,125,127,117,107,113,155 and 128 mg/dl. The reange is 85-114mg/dl. Customer service asked if the strips were stored in bottles, if the bottles were recapped immediately, if the controls were mixed before use, and if the strips and controls and strips were opened or if they were past 6 month open expiration. The meter and strips (only 1 left) will be returned for evaluation.